Event description:
The pt was implanted with a vented electric left ventricular assist device (lvad). The vad coord stated that the pump is making a grinding noise and exhibiting dust. The pt has experienced a lengthy course of urinary tract infection and driveline site infection, both which were treated with antibiotics. Pt has been off antibiotics for three months with negative cultures and the driveline site is described as being "suppressed". A decision was made to replace the lvad with MFR's clinical trial lvad.

Manufacturer narrative:
The pt remains ongoing with the MFR's clinical trial lvad. The device was returned to the MFR, and is currently being analyzed. No further info is available at this time.